Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was reviewed and showed unexpected power on reset, multiples "rttloss" observed on incident date (B)(6)2017. Performed global receiver test: passed all relevant testing. Case opened for battery and interior inspection: passed. Battery voltage measured= 4.0v. The complaint was confirmed for receiver ceases to function due to unexpected power on reset, rttloss was observed within the investigation window.. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.